Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The biomed reported that the heartstart xl was experiencing a 91005 error. There is no indication of pt involvement.